Event description:
As reported by the user facility: a nurse was poked with an activated safety IV needle. Apparently the IV start was quite bloody. After the needle was pulled out and activated it was set aside on a blue pad so that the nurse could clean up the pt. The nurse then went to gather up the pad and the needle poked through the blue pad and into her hand. Additional info provided by the facility indicated the nurse is fine and all protocol bloodwork testing is negative. However, the pt is mrsa (methicillin -resistant staphylococcus aureus) postive, which can put the nurse at risk if she develops an infection. Since the needle was retrieved from the towel with the clip activated it is believed that the nurse could have cut herself on the clip and not the actual needle itself. The lot number remains unknown.

Manufacturer narrative:
The actual device involved in the incident was returned to the MFR to be evaluated. The needle was returned with the clip covering the needle tip. The catheter was not returned. No visible manufacturing defects were noted. However, based on the additional info provided by the facility it cannot be determined if the nurse scratched herself on the clip or if an actual needlestick occurred. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However cdc guidelines and/or facitliy protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual MFR.